Manufacturer narrative:
Troubleshooting of the device with the customer identified that the AED was placed into service without the pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED would have identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED would continue to chirp and flash until the AED's condition is addressed or the battery pack becomes completely depleted. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED is flashing red and prompting an "battery replace now warning". They did not report that this event occurred during patient use.